Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error alarms. The customer¿s blood glucose level was also high and value unknown. The customer states they are able to rewind the pump. Assisted with performing displacement and self-test and both did pass. Troubleshooting was performed for pump error alarms and noticed rewind require reoccurring 8 times over the last two days. The customer declined to troubleshoot for lost sensor signal, battery failed test, and power loss alarm and high blood glucose. Advised the pump requires replacement, to discontinue use of the pump and to revert to backup. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 82 was noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm or failed battery test alarm noted during testing or in the pump trace download. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration values was manually enter and unit display the programmed valued properly on the display graph. No unexpected lost sensor alarms were noted. The sensor feature working properly. The motor was tested outside the device and passed.